Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a manifold 2 port/off/right 3-way, transpac it, 60" admin. Set, 48" pt tubing which did not work as intended. The reporter stated that the pressure reading is intermittent with some of the wave form being non-existent and others dampened. It was reported that they checked cable and transducer box on procedure table in cardia cath lab; the nest transducer was opened and tried. It is unknown if there was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
Two used devices were returned for evaluation. An image was provided showing the label of the of the product. No visual anomalies were observed on all the two returned samples. All the transducers were electrically tested and the transducers were able to be zeroed but could not obtain a reading. The sets were primed and pressure leak tested and no leaks were observed. The tanspac on this set is a vendor manufactured part. The reported condition of intermittent/inaccurate reading was unable to be confirmed; the probable cause of unable to obtain reading is due to a vendor related manufacturing defect. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.